Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image of the 180 series scope was not displayed due to the faulty patient board set (ap and dr boards). A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported by the customer, during preparation for use for a diagnostic colonoscopy procedure, the evis exera iii video system center would not recognize the evis exera ii colonovideoscope type h180 and would not present a picture. There was a small five (5) minute delay in changing the scope to a 190 series scope to complete the intended procedure. The patient was not under general anesthesia. No other devices were involved in the event and no other devices were replaced. No patient harm reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The issue was due to a faulty printed-circuit board. The main switch was sticky, and replacement was recommended. It was also recommended the software be updated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.